Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that the patient on impella cp support had increased lactate dehydrogenase and indirect bilirubin. There was concern for hemolysis. The cp position was appropriate on transthoracic echocardiography (tte) the day before. The plan was to reassess position and reposition under tte later that day. Additionally, the impella placement signal was dampened versus a-line tracing noted.

Event description:
Additional information: hemolysis was managed by the primary team by reducing p-level to lowest level tolerated by patient, but the primary team did not elect to reposition.

Manufacturer narrative:
Additional information received and the following fields were updated. B5, h6 correction: e4.